Event description:
Pt's fast take meter would not power on. Pt described feeling sleepy and having stomach pains at the time of concern. Pt recalls that the last time able to obtain a blood glucose reading was july 22, 2003. Pt mentioned that they did take insulin following the attempted use of the meter. Pt reported being taken to the hosp, where they were treated intravenously. The customer service rep discovered through troubleshooting that the meter would not power on by pressing the power button, the batteries were correctly installed, the battery contacts were in good condition, the batteries were replaced less than 1 year ago, and the pt was using correct strips. Medical affairs specialist was unable to reach the pt to obtain additional info. Mailed letter. Based on the info provided, there was not enough evidence to suggest that the meter contributed to an adverse event. Pt's meter and control solution were replaced.